Event description:
A pt, status post knee surgery about 2 weeks ago, coded and was intubated in the field, coded again in the ER, arrived in ccu by 2am. Possis clinical specialist was called approx 10am. From the scan one could see a massive bilateral pulmonary embolism (mostly in the right). Used angiojet e-train (f110) catheter (no sterile xpeediors available), used 8f long sheath/platinum plus wire. Physician and staff were amazed at effectiveness and ease of use. Only a couple times was the pt bradycardic to 50 bpm, usually pt was sinus tachycardic. Systolic pressure was around 200mmhg with 2mcg dopamine. When angiojet was turned off, systolic pressure would drop t0 80mmhg. Pt was given more fluids. Total of 426ml via angiojet. Pt tolerated angiojet well, otherwise. Radiologist placed inferior vena cava filter. Pt was noted to be bleeding from inside and outside of intubation tube. Pt was also bleeding from just about every other puncture site on pt's body. Groin sheath size was increased from 8f to 10f to 12f to prevent blood loss, "bigger cork". Act was 180, pt, ptt, platelets were normal. All personnel were wondering about pt's bleeding, pressure and rate problems. Term "dic" was thrown around, including by the surgeon who arrived. Upon transfer, pt developed a wide complex. Pt was brought back to the angio lab and coded. Pt suffered electro-mechanical dissociation. Almost normal EKG, but no cardiac muscle response. Ultimately death attributed to massive myocardial infarction. Dic (disseminated intravascular coagulation syndrome) - a blood coagulation disorder, caused by a diffuse deposition of fibrin within the blood vessels, accompanied by formation of microthrombi, most commonly in the kidneys, lungs, spleen, adrenals, heart, brain, and liver. The disorder is most frequently associated with obstetrical complications, disseminated tumors, massive trauma, and bacterial sepsis. It is generally produced by endotoxins, immune or inflammatory reactions, and extrinsic coagulation factors. The severity of symptoms varies, multiple hemorrhages, especially from surgical incisions, venipuncture, and catheter sites, being the most common features. Associated symptoms may include acrocyanosis, thrombosis, and pregangrenous changes. Thrombocytopenia, prolonged prothrombin and partial prothrombin time, reduced fibrinogen levels, and elevated fibrin degradation products due to secondary fibrinolysis are the principal laboratory findings. Synonyms: acquired afibrinogenemia, acquired hypofibrinogenemia, consumption coagulopathy, defibrination syndrome, diffuse intravascular coagulation, disseminated fibrin thromboembolism, fibrinolytic thromboembolism, hemorrhagic diathesis-acute progranulocytic leukemia syndrome, microangiopathic hemolytic anemia syndrome, thrombosis-fibrinolysis-thrombocytopenia syndrome, thrombotic thrombocytopenic purpura.